Manufacturer narrative:
Device was received with a minor scratched lcd window, a scratched case, a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device was monitored and no missing segments or partial display noted during the testing. Also, no unexpected occlusions or insulin flow blocked alarm during testing noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen making it more difficult to see screen. The insulin pump had random no insulin delivery alarms, crack in middle button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.